Event description:
Approximately two years post the cypher stent implantation, the patient presented to the emergency room with chest pain, high blood pressure, and sharp pain down his left arm. The patient was hospitalized and underwent treatment for chest pain and hypertension. An electrocardiogram performed was found to be normal. Stress test abnormalities were noted indicating the patient had experienced a previous mi at an unknown time. The patient was discharged 2 days later.

Manufacturer narrative:
The patient has a history of previous percutaneous coronary intervention (pci) with implantation of four acs-multilink stents approximately seven years earlier. Medical history includes pharmacological management with atenol, nitroglycerin, wellbutrin, and tricor. The patient underwent implantation of two stents in the lad. One day later, the patient underwent implantation of two additional stents to the right coronary artery (rca) there is no additional information regarding the previously implanted stents. The reason for the patient's admission during this index procedure is unknown. Angiogram revealed a lesion in the left anterior descending (lad). Vessel characteristics for the target lesion are unknown. Pre-procedure administration of aspirin or ticlopidine was not reported. Activated coagulation time (act) was not monitored. It is unknown if pre-dilation was performed before placement of a cypher at an unknown deployment pressure in the lad. The procedure was successfully completed without report of patient injury. One week post the index procedure; the patient reported he experienced his first "mini stroke." He reported his blood pressure rose to 210/90, with a heart rate of 120 beats per minute, for approximately four hours. The patient was not hospitalized during this episode. The patient reported he experienced a second "mini stroke" sometime there after. In addition, the patient reports he experiences transient chest pain. The products remain implanted in the patient and thus unavailable for analysis. A device history record (DHR) review of the involved lot number revealed the product met quality requirements for product acceptance. Conclusion: myocardial infarction is a known potential adverse event post stent implantation often associated with progression of cardiovascular disease. Based on the available information, it appears there are patient factors that likely contributed to this event. There is no indication this event is design or manufacturing related. Additional information will be submitted within 30 days of receipt.